Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported a revision of the left hip. Patient was a recurrent dislocator and was converted from a bipolar to a total hip.

Manufacturer narrative:
An event regarding dislocation involving an uhr head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: review of the device history records indicates all devices accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history are needed to fully investigate this event. If additional information and/or device become available, this investigation will be reopened.

Event description:
Sales rep reported a revision of the left hip. Patient was a recurrent dislocator and was converted from a bipolar to a total hip.